Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported abnormal irrigation pressure and aspiration was not able to be performed during irrigation/aspiration phase of a cataract surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
(B)(4).